Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was fully functional and passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality of the monitor. Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt was unable to communicate with a monitor. The dn to rear te cable was pulled from the strain relief, damaging wires on the distribution node pca. The root cause for the strained cable was excessive force. Manufacture dates: monitor 5/31/2013. Electrode belt 9/3/2013.

Event description:
Resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on 12/14/2018. Acknowledgements 1, 2, and 3 could not be located. Us distributor contacted zoll to report that a patient passed away on (B)(6) 2018 while wearing the lifevest. The patient was reportedly taken to the hospital and resuscitation attempts were made. Prior to passing the patient experienced a vf arrhythmia on (B)(6) at 00:32:07 for 23 seconds, degrading to asystole. The lifevest was unable to treat the arrhythmia due to the short duration of the arrhythmia. The patient remained in asystole, and received one inappropriate treatment during asystole at 00:33:35. Oversensing of low-amplitude cardiac signal contributed to the false detection. There is no indication that the defective electrode belt caused or contributed to the patient's death as the patient was in a non-treatable, non-life-sustaining rhythm prior to the treatment events.